Event description:
As per pss implant request: failed rtha, leg length discrepancy, mechanical failure. Remove proximal restoration modular cone body and replace with gmrs proximal femur with possible extension. Gmrs femur needs to mate to existing rest mod stem. Tha, revision tha, cable with grip plate, repair acetabular fracture. Revision tha with cables and grip done early 2024.